Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative could not login to the software. The site was offered a demo computer as replacement. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that nothing displayed on the monitor after the system was powered on. There was no patient present when this issue was identified.